Event description:
It was reported to boston scientific in 2008, that a ultraflex covered ng esophageal stent was used for an esophageal stent placement procedure in a female patient ( age and weight unknown) the same day. According to the complainant, "after deployment of the stent, when they went down with the scope to take a look, they noticed the stent had infolded. They attempted to open it up with a balloon and reposition with a rat tooth but the folded portion of the stent would not open up." The physician completed the procedure with this ultraflex covered ng esophageal stent. No complications were reported as a result of this issue, and the patient was reported as stable following the procedure.

Manufacturer narrative:
The device has not been returned; therefore, a device analysis cannot be performed, thus the cause of the reported event is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.